Event description:
It was reported that this pacemaker and other manufacturer right atrial (ra) lead had observations of noise that was oversensed by the minute ventilation (mv) sensor causing inappropriate atrial tachy response (atr) episodes. The mv sensor was programmed off as a result. This system remains in-service. No adverse patient effects were reported.